Event description:
It was reported on (B)(6) 2026 that patient's two infusion sets fell off during use. Infusion set has been used for two days.

Manufacturer narrative:
Name tandem. Country: united states of america. Street 11045 roselle street . Line 2 suite 200. City san diego. State california. Zip code 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.